Event description:
It was reported 'my right foot dorsal plate broke (after it was implanted) and will require revision surgery. The surgery has not been scheduled'. In conversation with the pt, she reported she had surgery in both feet, in (B)(6) 2013 and she currently has pain in her right foot (which she said was) due to the broken plate. On an unk date after surgery on her left foot, a screw backed out of the second toe of her left foot. The screw was removed from the left second toe by the in 2013 without issue. The patient said she has had no further pain in her left foot. In direct conversation with the surgeon, he said he felt 'there was no issue with the hardware; the pt overdid it' and her foot did not fuse' on (B)(6) 2014, add'l info was received from the distributor who said the integra device was from the hallu-lock system that was implanted in the patient's left foot on (B)(6) 2013. A competitor device was implanted in the right foot on (B)(6) 2013.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.